Manufacturer narrative:
G4: 03mar2020. B4: 09mar2020. The service engineer (se) inspected the device. The se found the unit would not calibrate. The se replaced the touchscreen to address the reported issue and the unit passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
B4: 20may2020 g4: (B)(6)2020. Correction h11: type of reportable event was updated to product problem/ malfunction due to no patient harm being reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
B4: 20may2020 g4: (B)(6)2020. H11: updated b1, h1 type of complaint was updated to non adverse due to patient harm reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 02apr2020; b4: 02apr2020. H10: b1 and h1 updated: type of complaint was updated to serious injury due to information received that the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. No patient information was available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2020. Report date: 03mar2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilators touchscreen would not calibrate. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.